Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the patient injury was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap hemi right. Event description: during sealing the iliocolic artery, the device didn't work well and the vessel was not sealed. There was an arterial bleeding that could not be stopped laparoscopic, so the procedure had to be converted to an open procedure to stop the bleeding. There was no alarm and not an active earlier stop of the sealperiod. At this moment not sure if the event sample is available additional information received via email on 26-nov-2021: the device is not available for investigation. It was thrown away during/after the hectic conversion from laparoscopic surgery to open during an arterial bleed. Type of intervention: conversion from laparoscopic to open surgery. Patient status: patient is doing well.

Event description:
Procedure performed: lap hemi right. Event description: during sealing the iliocolic artery, the device didn't work well and the vessel was not sealed. There was an arterial bleeding that could not be stopped laparoscopic, so the procedure had to be converted to an open procedure to stop the bleeding. There was no alarm and not an active earlier stop of the sealperiod. At this moment not sure if the event sample is available additional information received via email on 26-nov-2021: the device is not available for investigation. It was thrown away during/after the hectic conversion from laparoscopic surgery to open during an arterial bleed. Type of intervention: conversion from laparoscopic to open surgery. Patient status: patient is doing well.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the patient injury was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.